Event description:
The customer called varian to report a plan integrity check caught an energy issue. Customer stated the following steps occurred with a patient's plan: customer states that the patient was planned for 15 x initially (mixed energy) on the medial field - field ID = (B)(6). Md reviewed the plan and state that they wanted to change the energy to 6x on the medial field. Customer changed the energy on the field, recalculated the plan. Md then opened up the plan on their somavision and approved the plan. The patient was then closed. Customer then opened the plan on the eclipse to print the plan and information. Customer stated they got a plan integrity fault - beam parameters have changed since the plan was approved. When the customer looked at the plan, field (B)(6) had a field energy of 15 x instead of the 6x. There was no report of patient injury. The customer copied and pasted the plan - changed the energy and recalculated the plan.

Manufacturer narrative:
Varian's investigation confirmed the anomaly as a known issue, previously reported under ref. # 3003793371-2011-00014. The energy shown or selected by the treatment planner in the fields tab of external beam planning and in the general tab of field properties, may differ from the value actually used for dose calculation. This issue is caused by incorrect handling of the energy mode object within the memory cache system used by eclipse external beam planning version (B)(4). When the user changes the field energy, the memory cache anomaly may result in the use of the previously selected field energy instead of the intended field energy. All corrective action was reported under the guidelines of 21 cfr part 806. In this case, the facility confirmed receipt of the urgent medical device correction letter on 07/14/2011. The letter provided the user with recommended actions to avoid the anomaly until the software upgrade was released. Since the event, the facility has been upgraded to the corrected software version. No further follow-up to this MDR is expected.